Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced a possible detached sensor wire. Patient could not see the sensor wire. Patient reported feeling calm and in a pleasant mood. Dexcom has issued an rga for patient to return device to be investigated.